Event description:
Information received via email from user facility states "the balloon does not deflate entirely when attempting to deflate balloon to remove product from patient. This could potentially cause harm to the patient's rectum causing trauma in attempting to remove the product with the balloon even partially inflated."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of a patient being harmed as result of this malfunction. An investigation was received from supplier on (B)(4) 2013 was based on review of retention samples from related lot. Results showed balloon appearance, catheter body and valve function to be normal. Supplier concluded the following: if during manufacturing process the balloons failed test it will be detected and product stopped; if syringe is not fully connected the balloon cannot fully be inflated or deflated; because of no product returned, the actual method of operation and the defective situation is unknown. It is concluded that no corrective actions and prevention could be reached without a returned product. This case has been included in the post-market surveillance monitoring. A returned sample was not expected for this complaint. No additional information is expected.